Event description:
It was reported that the user experienced elevated blood glucose at 401 mg/dl while using the ilet and observed insulin leakage from the cartridge; the user changed supplies, cancelled meal announcements, administered an injection by pen, and was advised to disconnect from the ilet to avoid duplicate dosing, after which glucose returned to normal. Customer care provided support that included technical review of the reported cartridge leak. Investigation of this case revealed a leaking cartridge associated with continued hyperglycemia without device occlusion alarms. Symptom reported included fatigue associated with hyperglycemia. Outcomes included the need for troubleshooting, temporary device disconnection, with replacement supplies arranged. It was concluded that the event was related to a leaking cartridge component resulting in under delivery of insulin and transient hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.